Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of one of the provided photos shows the product during priming and a black particulate matter was visible in the header cap. The reported condition was verified. On the second photo, only the outer label of the cardboard box was visible. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a polyflux 170h apac, a hair particle was observed inside the cap. There was no patient involvement associated with the reported event. No additional information is available.